Manufacturer narrative:
Reported device not marketed in the u.s., however, similar devices or devices that share components, raw materials, process methods or any other technological characteristics with a medical device registered within the u.s. (B)(4). Manufacturing site evaluation: samples received: 11 unopened pouches and 1 open unit (only 2nd pack open). Analysis and results: there are no previous complaints of this code batch. There were 1,320 units manufactured and distributed of this code batch, there are no units in stock. All closed samples received are tight. Seven of the 11 pouches received have the 1st pack sealed to the 2nd pack, in the 4th sealing, when the packs were opened. This defect is due to an accidental effect of the welding machine, these units were not sorted out by the personnel involved in this process. Taking into account that the results of samples received do not fulfill the OEM requirements. Final conclusion: complaint is justified. Actions on product: based on the conclusion derived from investigation, it is required replace this code/batch to the customer or a refund. Corrective/preventive actions: according to the internal procedures, corrective or preventive actions has been implemented through OEM.

Event description:
Country of complaint: (B)(6). Inner foil is welded with outer foil. Eleven unopened pouches and 1 opened (only the 2nd pack is opened).